Event description:
The lay user/patient contacted lifescan in 2008, and alleged that his one touch ultra meter was powering off during use. The medical affairs specialist was not able to reach the patient after several attempts via phone. A letter was sent to the address provided. It is unknown when the reported issue first began. The patient reported that he was lethargic before the reported issue began. As a result of the reported issue, he took his usual dose of diabetes medication. The patient also mentioned that about 2 weeks ago, he had to go to the hospital because he could not obtain a result on his meter due to the issue. His blood glucose level at the hospital was "over 600" mg/dl. It is not clear if the hospital meter result was taken before or after the reported issue and the symptoms began. At the time of troubleshooting, it was verified that this was not a new meter. It was discovered that the patient had not replaced the battery per the owner's manual (use error). He was also inserting the test strip into the meter incorrectly (use error). The patient was educated on automatic shut-off; however, he was unable/unwilling to answer if the meter shut off before the time was up. This complaint is being reported because although the patient reported he was lethargic prior to the start of the reported issue, he claimed that he was not able to obtain a result on his meter due to the alleged issue and his blood glucose level at the hospital was "over 600" mg/dl. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.